Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned. Frequent ipg charging due to inadequate stimulation was the result of high usage. There was no ipg revision. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was charging the ipg frequently. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had cancelled the revision.

Event description:
A report was received that the patient was charging the ipg frequently. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was charging the ipg frequently. Database analysis revealed no anomalies. The patient will undergo a revision procedure.